Manufacturer narrative:
The events occurred during between december 27, 2018 - january 3, 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets were loose when attached to one-link neutral luer activated devices. It was further reported that they would not secure properly resulting in unspecified leakage. There was no allegation towards the one-link neutral luer activated device. The events were observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.